Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files provided by the account confirmed pump stop events that appeared to be associated with the disconnection of the drive line. Although the cause for the disconnections cannot be determined through this evaluation, the account communicated that the reason for the pump stop was due to the controller being exchanged. The retrieved system controller event log file contained data on (B)(6) 2020 from 07:26:08 through 14:26:05. At 13:18:54, the drive line was disconnected, resulting in a pump stop for approximately 22 seconds. Following the event, the drive line was reconnected, and the pump ramped up to its set speed and operated as intended for approximately 11 seconds, when the drive line was disconnected again. The pump remained off for approximately 16 seconds. The drive line was then reconnected at 13:22:45 and the pump ramped up to its set speed and operated as intended until 14:26:05, when the drive line and both power cables were disconnected. The pump appeared to function as intended. The account later communicated that the reason for the pump stop was due to the controller being exchanged. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller drive line connector to confirm that the drive line is securely inserted in the socket. If the drive line disconnects from the system controller, the pump stops. If the drive line disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the drive line to the system controller", which provides instructions on connecting/disconnecting the drive line to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including drive line disconnected alarms, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, rev. G, is also currently available. This handbook warns in several sections: "check the system controller drive line connector often to confirm that the drive line is securely inserted in the socket. If the drive line disconnects from the system controller, the pump will stop." And "the pump will stop if the drive line is disconnected from the system controller. If the drive line disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice versa under the sub section titled ¿switching power sources¿. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the drive line disconnected hazard alarm, and the proper actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the driveline was disconnected on (B)(6) 2020, resulting in pump stops. The system controller power cables were also disconnected on (B)(6) 2020, along with driveline and the controller was put into sleep mode approximately 3 seconds later; indicating controller exchange. Related manufacturer report number # 2916596-2021-01105